Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The customer reported, although the catheter zeroed prior to placement, the temperature and pressure reading did not show on monitor. A second catheter was placed which functioned properly. No pt injury occurred as a result of the event.